Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer having an issue with insulin pump connecting to the blood glucose level monitor. Customer did a self test it said delivery stopped and do a new site change after that it stopped working. Insulin pump was frozen and in the alarm history there was a pump error. The customer¿s blood glucose level was 98 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.